Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a human hair inside a sealed catheter kit was confirmed and the cause was determined to be manufacturing related. One powerpicc catheter kit was returned for evaluation. The kit was sealed and what appears to be a human hair could be seen inside the clear outer packaging of the kit, just behind the kit label. Bd is working closely with manufacturing to prevent recurrence of this issue. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "clinician noted that a human hair could be seen inside a sealed PICC catheter insertion kit located in stock room." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez0517 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "clinician noted that a human hair could be seen inside a sealed PICC catheter insertion kit located in stock room." No other information was provided.